Manufacturer narrative:
September 2016 bimonthly asr exemption e2013025 the total number of events for product classification code otp is 31. Qty 8- avaulta plus biosynthetic support system- anterior, sterile qty 2- avaulta plus biosynthetic support system- posterior, sterile qty 3- avaulta solo biosynthetic support system- anterior, sterile qty 1- avaulta solo biosynthetic support system- posterior, sterile qty 17- unknown bmd women¿s health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
(B)(4) 2016 bimonthly asr.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame: july 1, 2016 through august 31, 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.